Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers 1.1 and 1.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 1.1 and 1.2 were not detected on bus. A field service engineer (fse) reviewed history and found that the module controller board was replaced. Then the fse replaced retractor bands on both drawers, restarted station and ran functionality test in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.